Manufacturer narrative:
The complaint sample has not been received at integer for evaluation. Once the complaint sample is received, an evaluation will be performed and a supplemental medwatch 3500a emdr will be submitted. Model #/lot # and device manufacture date unknown as the lot number has not been provided by the initial reporter at this time, nor has the device been returned for evaluation. Complaint information provided by distributor, (B)(4).

Event description:
It was reported during an unknown patient procedure that the instrument broke. A photo provided showed the drive chain had broken into two (2) pieces. No adverse events nor patient consequence were reported as a result of the malfunction.

Manufacturer narrative:
The device was returned to great batch for evaluation and the reported event was confirmed. The cardan joint was broken. The manufacturing records were reviewed and no discrepancies were identified. The failure is contained within the risk management files and falls within the predicted occurrence range. No further investigation required. Updated based upon lot number observed on complaint sample. Updated as complaint sample was received.